Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad, two in the circumflex and one in the rca. Approximately 9 months post index procedure, patient suffered from cerebrovascular accident (stroke). Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.